Manufacturer narrative:
Section a2 - age mini-monovision group: 69.9 ± 5.8 years crossed mini-monovision group: 71.3 ± 3.5 years emmetropia group: 73.6 ± 5.0 years a3a (sex): m/f mini-monovision group: 14/18 crossed mini-monovision group: 8/20 emmetropia group: 16/24 section a3b, a4, and a5: information unknown/not provided. Section b3 - date of event: exact date not provided. Article acceptance date is 21 nov 2024. Section d4 -catalog #: a complete number is unknown, as the serial number was not provided. Section d4 - serial number: unknown/not provided section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: information unknown/not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: fujita, y., nomura, y., itami, e. Et al. A comparative study of mini-monovision, crossed mini-monovision, and emmetropia with enhanced monofocal intraocular lenses. Sci rep 15, 916 (2025). Https://doi.org/10.1038/s41598-024-80663-0 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: a comparative study of mini-monovision, crossed mini-monovision, and emmetropia with enhanced monofocal intraocular lenses a retrospective study was done to compare the visual performance and subjective outcomes of mini-monovision, crossed mini-monovision, and bilateral emmetropia using enhanced monofocal intraocular lenses (iols). Phacoemulsification and implantation of an iol (tecnis eyhance, johnson & johnson surgical vision, santa ana, ca) were performed in all eyes. In this study, a toric version of this iol was utilized to compensate for preoperative corneal astigmatism when recommended by the online calculator. The bilateral surgeries were carried out sequentially, with a one-week interval between each procedure. A total of 100 patients (n=200 eyes) were assigned into 3 groups: the mini-monovision group (mmv, n= 32 patients), the crossed mini-monovision group (cmv, n=28 patients), and the emmetropia group (e, n=40 patients). The iols used were: dib00v (mmv, n=36; cmv, n=32; e, n=51); diw150 (mmv, n=17; cmv, n=19; e, n= 22); diw225 (mmv, n=8; cmv, n=5; e, n= 5); diw300 (mmv, n=3; e, n=2) complications included: glare: bothered a little bit (mmv group, n=9; cmv, n=11; e, n=19) bothered somewhat (mmv group, n=7; cmv, n=8; e, n=8) bothered quite a bit (mmv group, n=2; cmv, n=2; e, n=3) halo: bothered a little bit (mmv group, n=4; cmv, n=6; e, n=10) bothered somewhat (mmv group, n=3; cmv, n=13; e, n=3) bothered quite a bit (e, n=1) overall satisfaction with vision: medium (mmv, n=5; cmv, n=5; e, n=6) low (mmv, n=1; cmv, n=1) satisfaction with distance vision: medium (mmv, n=6; cmv, n=8; e, n=2) low (e, n=1) satisfaction with intermediate vision: medium (mmv, n=10; cmv, n=10; e, n=15) low (e, n=3) satisfaction with near vision: medium (mmv, n=12; cmv, n=9; e, n=12) low (mmv, n=8; cmv, n=5; e, n=12) very low (cmv, n=1; e, n=3) focus difference between two eyes: somewhat concerning (mmv, n=10; cmv, n=11) concerning (mmv, n=3) perceiving depth: somewhat difficult (mmv, n=6, cmv, n=6) difficult (cmv, n=1) spectacle independence rates were 43.8% (14/32) for mini-monovision, 57.1% (16/28) for crossed mini-monovision, and 37.5% (15/40) for emmetropia groups. Note: separate reports will be submitted for each intraocular lens model. A copy of the article is attached to this report.